Manufacturer narrative:
Patient code: no code available - surgical tracheostomy required. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ciaglia blue rhino percutaneous tracheostomy introducer set was used in a percutaneous tracheotomy. During use, the blue rhino dilator was unable to be removed from the catheter and wire guide. At this point, the blue rhino and catheter were removed together and the dilator was found to pass over the catheter safety ridge/ring. The doctor aborted the scheduled percutaneous procedure due to anatomical and bleeding factors. The patient received a surgical tracheostomy.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation ¿ evaluation: clinical assessment: at this time, the most probable causes of this event are medical procedure, patient anatomy and user technique related. The complaint device was not returned for evaluation. No photos or imaging were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot could not be performed without the complaint device lot number. The device master record was reviewed and there are adequate controls in place to ensure the device was manufactured to specifications. It has been concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence to suggest the device was not manufactured to specifications, and no evidence of a procedural error. The cause of this event cannot be established. Per the quality engineering risk assessment, no further action is warranted. We have notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.